Event description:
It was reported that this patient had lead revision surgery due to high impedance. Additional information was reported that the high impedance was observed after the last generator replacement. Pin insertion was ruled out, no x-rays were taken for this patient, and the surgeon does not know the cause of the high impedance. The explanted lead has not been received to date. No other relevant information has been received to date.